Event description:
Patient had placement of tension-free vaginal tape (tvt) obturator system (vaginal sling) for stress incontinence last month. The placement of the left arm of the tape required several passes due to running into bone during attempts to advance the needle guide. The tape was ultimately properly positioned. About three days after the procedure, the pt began to experience fever, nausea and vomiting. She came to the emergency room where she was found to have an elevated white blood cell count. Antibiotic was started and a CT exam showed fluid collection adjacent to the bladder 1.8 x 2.5 cm. And no bowel injury. Pt remained nauseated, unable to eat and complained of inner thigh pain. Pt returned to the or for removal of tape two weeks later.